Manufacturer narrative:
Fse followed up with the customer over the phone to address the reported event. Fse confirmed and reproduced the reported issue while over the phone with the customer. Fse instructed the customer to adjust the x1 pitch sensor for the sample loader which resolved the issue. No further issues were noted. No further action was required by fse. The instrument was installed at the site on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 03jun2019 to aware date 26dec2019. There were no similar complaints identified during this search period. The aia-900 operator's manual, section 12- flags and errors was reviewed. 2300 s. Loader step feed failure. The aia-900 operator's manual indicates that the 2300 s. Loader step feed failure error occurs when the pitch sensor s071 fails to go on after the step feed. The operator is instructed to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives and check s071 and the step feed mechanism. The most probable cause of the reported event was due to x1 pitch sensor alignment.

Event description:
The customer reported receiving 2300 s. Loader step feed failure errors on their aia-900 analyzer. The customer stated that the rack stopped at the same position each time during the run. The customer performed the all set home command, but was still not able to complete the rack rotation. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the reported event.